Manufacturer narrative:
The fse that encountered the issue determined that the compressor was faulty. The fse replaced the the compressor and associated parts compressor vp2 to mp1 hose, compressor bp1 to vp1 hose, and pneumatic components. The fse performed a full pm with safety, calibration, and functionality checks to factory specifications. The iabp was cleared for clinical use. The removed part was returned to failure analysis and testing for evaluation. The failure analysis and testing technician installed the motor assembly into the cs300 test fixture and tested the motor assembly as per the cs300 service manual. The fat dept. Could not verify the failure of the vacuum test not within specifications. After multiple hours of testing the results were within the limits of specifications, <-176 mmhg. On multiple occasions the results were over -199 mmhg. Retaining the motor assembly in the fat dept. Per procedure.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed vacuum tests. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.